Manufacturer narrative:
H3- similar device has been evaluated. Further investigation has revealed the following: the chill tip that was used by the doctor who had published the recommended parameters was evaluated. The chill tip device is used with the versapulse vpw when treating leg veins. The eval revealed low transmission. As a result of the low transmission the fluences indicated on the laser were approximately 20% higher than those delivered to the skin. All replacement chilled tips have now been sent to the customers. All customers having chilled tips were given an updated paper describing clinical guidelines for adjusting treatment parameters. H.6- new codes reflect eval of the similar device as stated above.

Event description:
Pt had severe blistering after leg vein surgery.